Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample determined that it contained an interferent to the streptavidin present in the ft3 and ft4 reagents. This limitation is covered in product labeling.

Manufacturer narrative:
Analyzer serial number (B)(4) used for investigation purposes has been confirmed to be an e601 analyzer.

Manufacturer narrative:
This event occurred in (B)(6).(B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay, and the elecsys tsh assay (tsh). It was asked, but it is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft3 only. Please refer to the medwatch with patient identifier (B)(6) for information related to ft4 and refer to the medwatch with patient identifier (B)(6) for information related to tsh. The sample was initially tested at the customer site on an abbott analyzer and an e602 analyzer. The sample was provided for investigation, where it was tested on an e601 (or modular-pe) analyzer and an e411 analyzer. . It was not clear if it was an e601 analyzer used for investigation or if it was a modular-pe analyzer. A clarification has been requested. The patient was not adversely affected. The e602 analyzer serial number was asked for, but not provided. The e601 (or modular-pe) analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 152267, with an expiration date of may 2017. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 152267, with an expiration date of may 2017.